Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 13.5 mm from the distal end. The probe had contact mark. The shape of the fracture surface showed that crack developed. The non-insulated area of the grasping section had contact mark. The proximal side of the tissue pad was worn away. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated output while the subject device was grasping a thick and hard object, consequently the tissue pad at the proximal end was worn. It was also known that the proximal side of the non-insulated area of the grasping section and the probe came into contact since the tissue pad at the proximal end was worn, consequently the probe cracked, and besides the probe was broken when the probe was subjected to a load. The instruction manual of the device has already warned as follows; during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
During a lobectomy, the subject device was used. The probe of the subject device broke off and fell off. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.